Manufacturer narrative:
(B)(4).

Event description:
It was reported that prompting for login during session on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initially this event was reported as a reportable malfunction. Upon further review it was determined that this event does not meet the criteria of a reportable complaint. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that the report was submitted in error. Prompting for login during session on the mobile did not occur and therefore the criteria of a reportable complaint is not met as per the code of federal regulations.